Event description:
It was reported that the nozzle of the surgilav fan spray tip with soft cone splash shield was coming off during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the nozzle of the surgilav fan spray tip with soft cone splash shield was coming off during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection of the tip, the claimed condition was confirmed. The tip of the irrigation tube was detached/broken from the tip insert. Glue residues were observed in the end of the irrigation tube, where it connects with the tip part. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not received.